Manufacturer narrative:
H2/h9: this report is a correction as the recall numbers weren't submitted on the initial report.

Manufacturer narrative:
One device was returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Event log could not be downloaded. Visual and functional testing was performed. Complaint was replicated. Replaced main board. Device passed all functional tests post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed error code 46011 upon power on. A delay in infusion therapy occurred; the impact was considered likely not harmful, although the extent of any clinical effect is unclear.